Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump segment separated from the lower fitment during an infusion of lipids. The set was discarded, a new lipid order entered and three hours later the lipid infusion was restarted. There was no report of patient harm.